Event description:
The customer reported that the device's display back light is dim and difficult to view. No pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.